Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: not provided due to personal data privacy legislation. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was folded by the doctor. As the doctor began inserting the lens into the patient¿s eye, the lens made it partially into the eye before the haptic was stuck in the cartridge. The iol was removed and a new lens was inserted. Reportedly, the directions for use were followed. There was no unplanned incision enlargement, sutures, or vitrectomy required. No medication outside the standard of care. The patient outcome is reported as ¿unknown¿. No further information is available.